Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the guidewires had white powdery foreign matter. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed but the root cause remains unknown. The product returned for evaluation was one hydrophilic stiffening stylet. A gross visual inspection of the returned unit found that the stylet had a white substance scattered along the length of the stylet. Inspection of the white substance under a microscope found that the material appeared bunched and peeling. Additionally, the material appeared to partially coat the stylet wire. The observed features indicated that the substance was likely the hydrophilic coating applied to the stylet during manufacturing. The coating was delaminated; however, the investigation did not identify any evidence to determine what caused the delamination of the coating. Potential factors which may have contributed to the observed defect include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.